Manufacturer narrative:
Evaluated one opened/used reservoir; inspected reservoir o-rings /stopper groove for anomalies and none were found. Ran basal, bolus leaking test and reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a pump and reservoir did not leak.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump has condensation that keeps building up around the syringe area. Customer stated it smelled like insulin. Customer stated this is the fourth time it occurs, does not think it is infusion set. The customer's blood glucose was unknown. Customer stated she can see and smell insulin inside of the reservoir compartment. The device failed battery. Customer stated the leak is past second o-ring. Customer agreed to return device for analysis.